Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information received from the site note, "the retained wire fragment removed on (B)(6) 2014 did not contribute to this outcome."

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The patient was admitted on (B)(6) 2014, minimally responsive with head nods and some purposeful movements. Diagnosed with an internal abdominal access and likely fistulae, the patient was evaluated. Due to multiple medical comorbidities, he was a surgical candidate. On (B)(6) 2014 interventional radiology was asked to place a PICC line for IV antibiotics and tpn because the patient had lost all IV access. Due to multiple prior lines and dialysis lines along with chronic severe muscle contractures of upper extremity longstanding paralysis, placement was exceedingly difficult. Using fluorographic assistance, accessed the brachial vein with nitrex 0.018¿ guidewire. The staff was able to access a patient vein (demonstrated by a venogram) and inserted the wire to the point of a large vessel occlusion. Because the line could not be advanced far enough into a large vein, it was not suitable to tpn. The guide wire was removed; PICC line flushed, and was used for IV fluids and antibiotics. Two days later chest radiograph performed to evaluate for pneumonia, and it demonstrated a fragment of the guidewire in the vessel, proximal to the PICC line the lumen of the PICC line and in the vein. On (B)(6) 2014, the ir staff was able to successfully remove the wire fragment and replace the PICC line. At this time, due to progressive infection unresponsive to medical intervention medical support was withdrawn and the patient expired on (B)(6) 2015.